Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. There was also an untreated event stored due to noise. Technical services (ts) was consulted to review the episodes. Upon review, ts noted there was similar noise going back almost three months. The noise is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible reasons and suggested further troubleshooting along with programming options. The patient was brought in for troubleshooting and isometrics were performed. No noise was able to be reproduced. Subsequently the sensing vector was reprogrammed to secondary and the s-ICD and electrode remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman procedure. Once patient went under anesthesia, the transesophageal echocardiogram (tee) was clear for thrombus. As they were starting to get groin access along with versacross connect, when bringing up the wire, and not yet in the groin, the blood pressure tanked and the patient was de-stating (oxygen levels were bellow 100. In the high 80's, low 90's). Hence, epinephrine was given, but it was unable to keep patient stable. Thus, the procedure was aborted. The patient was hospitalized for prolonged hours. The current status of the patient is unknown. No other adverse event was noted. The physician believes that it may have been an allergic reaction to vancomycin. No device issues were reported. The device is not expected to be returned for analysis.